Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob not provided. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records was performed and the: DHR review for part#03.010.108 lot#5633979 release to warehouse date: 8nov2007 manufactured by synthes (B)(4) no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shaft of a t25 stardrive screwdriver broke off from the inside of the handle during a femoral nail procedure. No delay in surgery, no medical intervention required. The surgery was successfully completed. This complaint is for one device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the driver shaft was found to be broken at the handle cross-pin. No definitive root cause was able to be determined; however, the failure mode is consistent with the application of excessive force. The stardrive screwdriver t25 is noted in three systems: lateral entry femoral recon nail ¿ ex, hindfoot arthrodesis nail, and lateral entry femoral nail. In the left recon system, the driver is one of five t25 drivers utilized for screw insertion/removal. The returned instrument was examined and the complaint condition was able to be confirmed as the driver shaft was found to be broken at the handle cross-pin. The relevant drawings for the returned instrument were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no non-conformance reports or complaint-related issues identified that could have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although the manufacturer became aware of the issue on (B)(6) 2016, it is unknown when the actual procedure and malfunction occurred. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Retract verbiage from initial medwatch, product was not received, device was returned to monument on 3/21/2016. Still waiting for product investigation/evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.